Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) but the lens would not unfold. The surgeon attempted to unfurl the lens but the chamber shallowed. The surgeon was able to unfold the lens but noted the lens was upside down. It was decided to remove the lens and a 3rd lens was implanted with no problem. This was the 2nd of 2 lenses that was inserted into the patient's eye and would not unfold - see MFR. Report # 2023826-2016-00416. There was no patient injury with the removal of the lens but post-op the patient had corneal edema, which is improving. The surgeon indicated the event was due to the patient's anatomy and was not product related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (No failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).